Event description:
The customer stated that the radio frequency ablation procedure was performed on (B)(6) 2015, with a post op ultrasound on (B)(6) 2015. The ultrasound showed a superficial venous thrombus at the saphenofemoral junction. Physician put patient on blood thinners and scheduled a follow up scan for (B)(6) 2015, which showed a deep vein thrombosis was present. Physician said that on (B)(6) 2015, the patient went to the hospital and was diagnosed for pulmonary embolism. Follow up with the physician concluded that the patient¿s issues have resolved. The patient has a history of being on anti-coagulation medications, and continued the medication throughout.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.